Event description:
The facility reports four cnas were with the resident at the time of transfer - one at the controls, one on each side, and one at the back. The lift was lowered to a chair and the pdps positioned for connecting in the seated position. The sling was attached to the lifter. As the resident was being lifted, the operator was gradually tilting the resident to a lying down position in order to transfer to the bed. Because of the position of the resident's legs (one on each side of the pillar), the resident was rotated almost 360 degrees. The lift was moved away from the chair when the operator noticed the pdps was not functioning and the resident was lying back too far. The cnas were attempting to reposition the resident when the spreader bar released from the t-bar, falling to the floor. The resident sustained a skin tear on the right forearm and an abrasion on the back of his head. He was sent to the ER for x-rays, which came back negative. The resident was treated and released.